Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event dates estimated. The devices were not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this complaint was reported through a research article and specific patient and case information is not available. Based on the limited available information, a definite cause for the reported mitral regurgitation cannot be determined. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. Attachment: article titled, what is a ¿¿good¿¿ result after transcatheter mitral repair? Impact of 2+ residual mitral regurgitation.

Event description:
This is being filed to report the mitral regurgitation, re-hospitalization, surgical intervention, and re-intervention procedures. It was reported through a research article identifying mitraclip that may be related to patient mitral regurgitation, re-hospitalization, surgical intervention, and re-intervention procedures. Specific patient information is documented as unknown. Details are listed in the attached article, what is a ¿¿good¿¿ result after transcatheter mitral repair? Impact of 2+ residual mitral regurgitation. No additional information was provided.